Event description:
It was reported that syringe of the foley tray was hard and fixed water was difficult to enter. It has been reported that it was difficult for fixed water to return to the syringe. This issue was confirmed during pretest. Per follow up information received on (B)(6) 2022, it was unknown whether it was a syringe operation issue. But it was difficult to inflate and deflate. Per follow up information received on (B)(6) 2022, there was no patient involvement when the deflation failure was observed on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that syringe of the foley tray was hard and fixed water was difficult to enter. It has been reported that it was difficult for fixed water to return to the syringe. This issue was confirmed during pretest. Per follow up information received on 15mar2022, it was unknown whether it was a syringe operation issue. But it was difficult to inflate and deflate. Per follow up information received on 23mar2022, there was no patient involvement when the deflation failure was observed on the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Corrections: d,g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.